Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use during dwell 1/4. The technical service representative (tsr) explained alarms and had the home patient (hp) cycle power 2x to clear them. The tsr then explained that hp will need to start over with new supplies, and then advised hp to call his registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood explanations, cleared alarms, will start over with new supplies, and will call the rn. There was no patient involvement and there was no patient injury or medical intervention associated with this event.